Manufacturer narrative:
Date MFR received for the previous report is 2019-04-29. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and battery experienced power switching events. The switching could not be reproduced by manipulating the connections and/or cables. There was no damage noted to the controller or to its' power connectors. The battery capacity when the events occurred were greater than or equal to 25 percent. Patient stated that the driveline did not become disconnected at any point. Patient also stated receiving a ¿red heart alarm¿ and the pump stopping twice. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Corrections: b5, h6, h10 product event summary: the controller and one (1) battery were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed a relative state of charge (rsoc) between 101-201 involving the battery, which is indicative of a communication error. Data log file also revealed premature power switching events that were due to momentary disconnections involving the battery. Prior to an instance of premature power switching, low battery alarms were recorded. Per the instructions for use, this alarm type is triggered when both batteries have a remaining capacity of less than 25%. During the alarm, the controller will display a message to replace the battery. As a result, the reported premature power switching and reported ¿change battery alarms¿ were confirmed. Analysis of the alarm log file revealed a vad disconnect alarm was logged on 06/may/2018 at 04:30:18. This alarm indicates a physical disconnection of the driveline and/or a marginal connection between the driveline and the controller. A pump stop event was recorded simultaneously with the alarm, followed by a motor start at 04:32:44. On 07/may/2018, a reactivation event was logged at 15:34:52 due to an open phase in the front stator, followed by a vad disconnect alarm at 15:34:53. A pump stop event was recorded following the alarm at 15:34:54, followed by a motor start at 15:35:13. Vad disconnect alarms are high priority alarms which display a flashing red alarm indicator when sounding, which corresponds with the reported ¿red heart alarm.¿ log file analysis also revealed a controller power up on 20/may/2018, at 17:51:32. No anomalies were observed prior to the loss of power. The controller was without power for 12 seconds. As a result, the reported ¿pump stopped twice¿ event was confirmed. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the "change battery alarms" can be attributed to both batteries being depleted to below 25% relative state of charge. A possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or a marginal driveline connection. Based on the risk documentation, possible root causes of the reactivation event observed in the log files can be attributed but not limited to a marginal driveline connection and/or to contamination by foreign material of the driveline connector. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: catalog #: 1650 / serial #: (B)(6). H3: yes. H6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (con307378) and one battery (bat304001) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed premature power switching events that were due to momentary disconnections involving bat304001. Analysis of event log files revealed a controller power up event which was recorded on 17:51:32. The data point prior to the controller loss of power revealed that bat324425 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat320596 was connected to power port two (2) with 51% rsoc. The data point after the controller power up event revealed that bat304001 was connected to power port 1 and no power sourced connected to power port 2. No anomalies were recorded before the loss of power. The controller was without power for 12 seconds. As a result, the reported event was confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary dis connections between the controller and batteries. The manufacturer investigated momentary disconnections under an internal investigation. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. Additional product: battery / bat304001/model #: 1650 / expiration date: 2016-09-30 UDI #: 00888707000376 h3: yes h4: mfg date: 2015-09-30 h6: method code(s): 4114; 4112 results code(s):3213 conclusion code(s):12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / unk serial #/ model #: 1650 / expiration date: unknown. UDI #: asku. Device evaluation anticipated, but not yet begun. Mfg date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching events. The switching could not be reproduced by manipulating the connections and/or cables. There was no damage noted to the controller or to its' power connectors. The battery capacity when the events occurred were greater than or equal to 25 percent. Patient stated that the driveline did not become disconnected at any point, but a pump stop for each event did occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and one (1) battery were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log file revealed premature power switching events that were due to momentary disconnections involving (B)(4). Prior to an instance of premature power switching, low battery alarms were recorded. Per the instructions for use, this alarm type is triggered when both batteries have a remaining capacity of less than 25%. During the alarm, the controller will display a message to replace the battery. As a result, the reported premature power switching and reported ¿change battery alarms¿ were confirmed. Analysis of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2018 at 04:30:18. This alarm indicates a physical disconnection of the driveline and/or a marginal connection between the driveline and the controller. A pump stop event was recorded simultaneously with the alarm, followed by a motor start at 04:32:44. On (B)(6) 2018, a reactivation event was logged at 15:34:52 due to an open phase in the front stator, followed by a vad disconnect alarm at 15:34:53. A pump stop event was recorded following the alarm at 15:34:54, followed by a motor start at 15:35:13. Vad disconnect alarms are high priority alarms which display a flashing red alarm indicator when sounding, which corresponds with the reported ¿red heart alarm.¿ log file analysis also revealed a controller power up on (B)(6) 2018, at 17:51:32. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 51% rsoc. No anomalies were observed prior to the loss of power. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 12 seconds. As a result, the reported ¿pump stopped twice¿ event was confirmed. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the "change battery alarms" can be attributed to both batteries being depleted to below 25% relative state of charge. A possible root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or a marginal driveline connection. Based on the risk documentation, possible root causes of the reactivation event observed in the log files can be attributed but not limited to a marginal driveline connection and/or to contamination by foreign material of the driveline connector. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. There is an internal investigation to capture events involving the controller losing power and another one for momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.